Event description:
Customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting, therefore, no further information was obtained.